Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to functional undersensing of atrial activity. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.